Manufacturer narrative:
UDI #: unknown, as the product lot number is unknown, not provided. Lot number: unknown, not provided. Expiation date(s): unknown as the lot number was not provided. Device manufacture date(s): unknown as the lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor reported that the machine was working well, but they had a two (2) suction losses during surgery toward the end of the ablation after the patients were applanated and after the laser fired. They switched the pi in both cases and successfully completed the surgeries. There were no patient injuries or complications reported and no patient treatments delayed or cancelled. This report is two (2) of two.